Event description:
It was reported that during a total hysterectomy procedure, the device initially worked for the first 5 clip applications. Then it stopped. They used another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Jaws. Evaluation summary: the analysis results showed that the el5ml device was received for analysis; the device was noted to have the jaw ramp broken off at the left side. The device was tested for functionality and ejected the remaining clips due to the condition of the device. In addition, the orange indicator did not show up. We have documented the circumstances as they were reported to us. In additional, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.